Event description:
It was reported that customer experienced occlusions. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting and requested no follow up, therefore no additional information was obtained